Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the revision procedure was performed. The rv lead was surgically abandoned and this ICD was explanted. The device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances greater than 125 ohms in multiple vectors. A revision procedure was planned to replace the right ventricular lead. The ICD remains in service at this time. No adverse patient effects were reported.